Event description:
Patient reported that their blood glucose started to rise. The following day they went to hospital where they were admitted through 2 days later. When patient arrived at hospital their blood glucose was 274 mg/dl (their blood glucose may, at one point, have been >600 mg/dl). Type of treatment received was not specified.